Manufacturer narrative:
The orthadapt bioimplant was used as a spacer in a carpometacarpal (cmc) procedure; orthadapt bioimplants are not indicated for this use; thus, this was an off-label use. Based on the available case information, the event is likely due to off-label use of the orthadapt bioimplant. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.

Event description:
The pt experienced unspecified symptoms post carpometacarpal (cmc) procedure where an orthadapt bioimplant was used as a spacer. The graft was subsequently explanted (date not provided).